Manufacturer narrative:
(B)(4). The device was received for sample evaluation. A visual inspection revealed a slit near the knot area of the minicap. A cut was also found on the transfer set which connected to the minicap, and the direction of the slits was the same. The issue was verified but the cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Date of event was (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that minicap transfer set was damaged. There was no patient involvement. No additional information is available.